Event description:
As reported by the user facility: nipride infusing via side arm port of cordis since abt 1900 without incident. About 2345 pump began alarming 'high pressure' despite trouble shooting - tubing clamped and removed and re-loaded into pump without resolution. Patient not receiving medication - hypertensive -post op CABG. Tubing removed from this pump and placed in different pump. Nipride then infused without alarming and bp controlled. Please refer (B)(4).